Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was experiencing a headache and feeling sick from their high blood glucose. Troubleshooting found the customer had several air bubbles along the tubing length. It was also found the customer did not have a bent cannula after removing their infusion set. The customer also stated they were able to complete a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer's current blood glucose was 338 mg/dl. The customer declined to return the insulin pump for analysis.